Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results for 1 patient tested for thyrotropin (tsh). According to the physician, the results don't correspond to the clinical state of this patient who has had a thyroidectomy. On (B)(6) 2015 the patient had a tsh result of 88.64 uiu/ml. On (B)(6) 2015 a new sample was obtained and the initial tsh result was >100 uiu/ml with a data flag. After a 1:10 dilution, the result was 110 uiu/ml. On (B)(6) 2015, the sample from (B)(6) 2015 was repeated and the result was 92 uiu/ml. On (B)(6) 2015 an additional sample was obtained and the tsh result was 28.13 uiu/ml. The physician had changed the dosage of patient's euthyrox to 175 mcg. No adverse event occurred. The patient is in good condition. The cobas e 601 analyzer serial number was (B)(4).

Manufacturer narrative:
Upon further investigation, it was determined that the customer's tsh results are most likely the correct values.

Manufacturer narrative:
Two samples were submitted for investigation. The sample from (B)(6) 2015 was tested in an external lab on a siemens centaur instrument where the customer's result was confirmed. The tsh result from the external lab was 76.735 uiu/ml. Based on this result, an interfering factor can be excluded. The sample from (B)(6) 2015 was tested for an interfering factor. An interference could not be identified. (B)(4).